Manufacturer narrative:
Received 1 used foley catheter only. The reported event was unconfirmed. Per the visual inspection, the exterior of the sample was inspected and did not find anything to contribute to the reported event. During the functional evaluation, the sample was inflated with 30cc of water and flowrate testing was performed. The flowrate was 530cc/min. The specification for this product is 425cc/min minimum, so the sample met specification. The reported event was unable to be duplicated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use the drainage lumen was found to be blocked. The user used a stylet (product code: 004036), to attempt to unblock the drainage lumen; however, the attempt failed. Subsequently, the device was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use the drainage lumen was found to be blocked. The user used a stylet (product code:004036), to attempt to unblock the drainage lumen; however, the attempt failed. Subsequently, the device was replaced.